Event description:
It was reported that during follow-up, the left ventricular lead exhibited loss of capture. An x-ray showed the lead dislodged. The physician decided not to reposition the lead and the device was reprogrammed. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.